Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please also see MDR 0001822565-2017-06335. (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient fell and dislocated. No revision has been reported to date. No further information has been made available at this time.